Manufacturer narrative:
A1: patient identifier added.

Event description:
It was reported that device detachment occurred. A transcatheter aortic valve replacement procedure was being performed, and a sentinel cerebral protection system (cps) was utilized for embolic protection. The sentinel cps was kinked and could not be delivered to the position due to the tortuous anatomy. Difficulty was encountered during removal of the device from the patient anatomy. After removal, the sentinel cps was exchanged for another to successfully complete the procedure. No patient complications were reported. The first sentinel cps was returned to boston scientific for analysis. Upon analysis, the proximal filter, distal filter, articulating distal sheath (ads) and a portion of the inner member were detached and not returned for analysis. It was reported that the detachment was attributable to the tortuous anatomy. Further information on the cause of the detachment and if it occurred during the procedure or after removed from the anatomy remains unknown.

Event description:
It was reported that device detachment occurred. A transcatheter aortic valve replacement procedure was being performed, and a sentinel cerebral protection system (cps) was utilized for embolic protection. The sentinel cps was kinked and could not be delivered to the position due to the tortuous anatomy. Difficulty was encountered during removal of the device from the patient anatomy. After removal, the sentinel cps was exchanged for another to successfully complete the procedure. No patient complications were reported. The first sentinel cps was returned to boston scientific for analysis. Upon analysis, the proximal filter, distal filter, articulating distal sheath (ads) and a portion of the inner member were detached and not returned for analysis. It was reported that the detachment was attributable to the tortuous anatomy. Further information on the cause of the detachment and if it occurred during the procedure or after removed from the anatomy remains unknown.